Event description:
User received discrepant albumin and total bilirubin results for eight patients. Each patient had two samples drawn five hours apart at 6:00 a.m. And 11:00 a.m. The samples were originally run in duplicate giving reproducible results. User only provided errant rerun results for one sample which was rerun at another location. Initial albumin result -2.0 g/dl, repeat 1.9 g/dl; initial total bilirubin result 4.55 mg/dl, repeat 0.02 mg/dl. Dates of initial and repeat results were not provided. No information was provided to determine if any adverse events occurred. The investigational unit verified the complaint. One possible explantation for the observed unusual reaction kinetics in the early morning samples may be a very high heparin concentration. Further root cause analysis is not possible, due to lack of requested information form the customer.